Manufacturer narrative:
Initial reporter name and address: (B)(6)

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient was good post procedure.